Manufacturer narrative:
A ge service rep performed an onsite investigation. The foot pedal was repaired and the collimator was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's foot pedal switch labels were reversed, the full and half fluoroscopy were mixed up. No pt injury was reported.